Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a routine extraction of an intramedullary nail, the adolescent nail extractor instrument failed to mate with the nail. The issue resulted in a delay of surgery of approximately 2-hours. An alternative extractor was used to extract the nail and complete the procedure.